Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation, see attached images a002 - a005 in the complaint. Visual inspection of the as returned product identified worn markings due to usage, mount attached, dried blood and some bone on implant. No damage identified. Functional testing was performed for the returned product with an in-house tools and mount was easily disengaged from the implant. No malfunction. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and the length of the device usage is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1231046). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1231046) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: g7: checked "follow-up." H3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that healing collar on the implant in position #30 was unable to be removed as it was stuck on the implant and free spun. The mount was stuck on the implant at the time of placement and therefore the entire implant had to be removed. Implant was removed and another implant was placed the same day.